Event description:
On (B) (6) 2008, a clinical incident involving a smartstitch perfectpasser suture cartridge was reported to arthrocare corp. It was reported that during a rotator cuff repair the plastic tip of the suture cartridge broke off and may have fallen into the pt. It ws not located or recovered. The surgery was completed, incision was closed and pt is purportedly doing fine.

Manufacturer narrative:
It is believed the polycarbonate plastic tip of the suture cartridge may have remained behind in the pt. Arthrocare was unable to determine the root cause for tip breakage based on the limited info provided, and the fact that the suture cartridge was disposed in the operating room and not returned for evaluation. This failure mode can result if the device is subjected to excessive force. The instructions for use precautions that in handling this or any other device, care should be taken to avoid damage from handling. The lot # of the device was not provided or available. The device was not returned for evaluation. (B) (4).